Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 438 mg/dl (24.3 mmol/l) while wearing the pod for an unknown duration. The patient reported communication issues between the omnipod 5 controller and the pod, stating that the controller was unable to properly connect or maintain a connection with the pod. As a result, the system did not function as expected. The patient also stated that they visited their physician due to consistently elevated blood glucose (bg) levels. During that appointment, the physician adjusted the therapy settings to address the high bg readings. Despite these adjustments, the patient reported that the same issues have recurred, including continued connectivity problems between the controller and the pod, along with ongoing elevated blood glucose levels. The patient stated they were going to see the doctor again. The patient reported values still appeared on the dexcom mobile app but stopped appearing on the omnipod controller, which affected automated insulin delivery algorithms and led to sustained hyperglycemia during the week. The patient indicated the issue began around april 16 or 17 and continued through the night of april 23 into april 24, with the controller repeatedly losing the sensor connection at night. During the call, the patient re-entered the sensor details on the controller and later observed that the controller started to show intermittent data points again, though not a continuous trace. The patient further reported prior pod events on april 22 and april 23 involving bleeding and an occlusion with no insulin delivery.